Event description:
It was reported that the health care professional (hcp) had called in questioning about pacemaker mediated tachycardia (pmt) episodes. Technical services (ts) reviewed and stated that there was undersensing of atrial fibrillation (af) due to cross chamber blanking. Ts discussed about having programming changes. This pacemaker device remains in service. No adverse patient effects were reported.